Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation of the unit was performed by a fresenius regional equipment specialist (res) and no parts were returned for failure analysis. The biomedical engineer indicated that the unit was pulled from service for evaluation following the event. Functional testing performed by the biomed confirmed that the system was operating properly. The 2008k2 hemodialysis (hd) machine was returned to service at the user facility without issue. An investigation of the device manufacturing records was not able to be conducted by the manufacturer as the 2008t hemodialysis (hd) machine in question was not known, therefore, the serial number was not able to be provided. However, all device history records (DHR) are reviewed and released according to the "DHR review checklist & release procedure." P/n 500658; a device is not released if it does not meet requirements or is nonconforming. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
The biomed revealed that the onset of this issue seemed to correspond with the completion of the cbe software upgrade, but was not able to confirm the exact event date. No parts were returned to the manufacturer for physical evaluation. The plant investigation is in process. A supplemental medwatch report will be submitted upon completion of this activity

Event description:
A biomedical technician (bmt) from an in-center hemodialysis user facility reported ultrafiltration (uf) settings changing autonomously while a patient underwent a routine hemodialysis (hd) treatment. The complainant was not able to indicate the length of the treatment time with the incorrect uf settings, but provided a timespan of between 5 minutes and 3 hours and noted that the issue was observed during one of the 30 minute checks. Additionally, the biomed revealed that the onset of this issue seemed to correspond with the completion of the cbe software upgrade, but was not able to confirm the exact event date. The patient's uf goal was set for 3000ml at 3 hours. No audible or visual machine alarms were reported. There were no adverse patient effects experienced and no medical intervention was required as a result of this event. The patient was able to continue and complete treatment with this device. Following the event, the machine was pulled for evaluation; however, the biomed was not able to identify any machine malfunctions or deficiencies that could be attributed to the reported issue. Although requested, no further information has been made available.